Event description:
Reporter stated that a pt capillary sample was measured, using the suspect device, with a result of 110mg/dl. The same sample, when tested on a different professional meter measured 24mg/dl. Reporter noted that pt's therapy was not modified based on these values. Qc testing was reportedly performed on the system and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.